Manufacturer narrative:
(B)(4). On 11/28/2011, the FDA granted the permission for the MFR fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4) and imported into the USA by (B)(4). As a consequence, fidia (B)(4) (the MFR) is submitting this report on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. The quality assurance department at fidia (B)(4) - the MFR - has performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 140700. From this evaluation, no anomaly was found. The batch is considered perfectly in compliance with the specifications. Moreover, the quality assurance department at fidia has completed the sterility tests on the reserve samples for the batch 140700. Specifically, the repetition of the sterility tests on the reserve samples, performed in accordance with the american pharmacopoeia has given conform results to the specifications (no evidence of product contamination).

Event description:
(B)(4).